Event description:
Device analysis found that the main coil broke off from the distal end of the delivery. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the delivery wire was received. Analysis revealed that the delivery wire proximal contact was kinked. Bends were observed at 31cm and 66cm from the delivery wire proximal end. Microscope examination of the detachment zone found that the main junction was kinked and that the main coil had broke off from the delivery wire distal end. Information available indicated that the box, pouch and dispenser hoop that contained the device were confirmed to be in good condition and that upon unpacking a kink was found at the proximal end of the delivery wire. It is possible that handling of the device during unpacking may have resulted in damages observed on the device. Therefore, a root cause of handling has been assigned to this investigation.